Manufacturer narrative:
Device could not be located.

Event description:
It was reported that the side rail assist cable was not functioning which can allow the siderail to drop quickly when lowered. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.